Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black dust-like fungus formation was found inside the syringe 1ml ls 26x1/2in india packaging before use. The customer reported 157 occurrences of this event. The following information was provided by the initial reporter: "black dust found inside packing of 1ml syringe. Customer complaint it as fungus formation".

Manufacturer narrative:
Investigation: our quality engineer inspected the returned units and confirmed the reported observations of foreign matter. Black particles were identified on the samples. The particulate was further analyzed and determined to be consistent with polyamide and inorganic compounds. Holes were also observed on the bottom web of the product packaging. This indicates that the foreign matter may have been the results of pest or insect infestation. The pest control report for the bd manufacturing facility was reviewed and showed no reports of pest infestations. The damage may have occurred during transit or storage after the product left the manufacturing facility. The distribution center will be made aware of this complaint. CAPA#624191 was initiated.

Event description:
It was reported that a black dust-like fungus formation was found inside the syringe 1ml ls 26x1/2in india packaging before use. The customer reported 157 occurrences of this event. The following information was provided by the initial reporter: "black dust found inside packing of 1ml syringe customer complaint it as fungus formation".